Manufacturer narrative:
(B)(6) h3: one device was received for evaluation. Functional testing was able to duplicate the reported problem. The flow rate was too high. It was determined that the expulsor was the root cause. The expulsor will be replaced or sanded down. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the medicine bag is empty, but the pump still shows 7 ml. There was unknown patient involvement.